Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant the patient experienced fatigue. The right atrial (ra) lead exhibited a lead position check failure, dislodgement in to the right ventricular (rv) and non capture. The ra lead was reprogrammed, repositioned and remains in use. No further patient complications have been reported as a result of this event.